Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Follow up was attempted by the study investigator and no further information has been made available regarding the cause of death or circumstances surrounding the death. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by a study that the patient had expired less than one year after the device system was implanted. Follow up has been inconclusive to the cause of death or circumstances surrounding the death. No specific complaints or allegations against the device system have been reported.